Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(6) that a coil could not be detached. After several attempts to detach, the physician pulled the coil pusher in and out a few times and the coil finally detached. As the coil detached, a thin thread which trailed from the pusher catheter was confirmed in radioscopy. The surgeon suspected that the coil may have been unraveled. The angiography revealed bleeding from a broken blood vessel, and the bleeding was stopped with a coil. There was no reported patient injury.